Event description:
It was reported that a malfunction alarm occurred, but there was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer continued to use the pump for insulin therapy.